Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was destocked by the system. A technical support specialist remoted into the device to troubleshoot the issue, identified the affected cubie positions, attempted to release and open the cubies using the tester application; however, there was no response, indicating a likely faulty bin tray. Further tested two additional cubie positions within the same drawer, which also failed to respond. Subsequently, the customer confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, item destocked by system the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.